Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The customer has isolated the failure to the main board in house. The mfg facility has initiated a corrective and preventative action associated with the confirmed main pcb failure. Info has been added to the database for trending purposes.